Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited vvi backup pacing mode. It was noted that this is likely a connectivity issue and could be resolved by performing a cyber security upgrade. The programming changes were performed. The patient was in stable condition.